Event description:
During baxter's eval of a spectrum pump, it was discovered that the device had a slow keypad response. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the slow keypad response. The cause was determined to be a failed pin on the processor printed circuit board. The processor printed circuit board was replaced.